Event description:
It was reported, the buttons on the insulin pump are unresponsive. Customer's blood glucose was 9.9 mmol/l. Customer was unable to clear battery out alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with no button response due to flattened button dome switch (act button).the device had scratched display window, cracked display window corners, cracked reservoir tube lip.